Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination and peritonitis with culture positive for (B)(6) coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer and the nurse. On an unreported date in 2011, the patient made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the peritonitis and the outcome for the made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and was due to the patient made mistake/touch contamination. An opinion of causality was not reported for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k29039 and h11d12038 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the reported condition of peritonitis is use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.